Event description:
Healthcare professional reported "capsular contracture". Later, healthcare professional reported "baker grade IV". Later, patient reported "they are a breast cancer patient". The event of breast cancer is considered not device related. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b5; g2; h6.

Event description:
Healthcare professional reported left side rupture, "device looked cloudy," and capsular contracture, baker grade IV. Patient additionally reported breast cancer not related to the device. Device has been explanted.